Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) was selected for use. The transseptal sheath and needle were inserted by using angiography. Heparin injection of 5.000 was administered. The transesophageal echocardiography (tee) probe was inserted and recording of the 4-chamber view, exclusion of a thrombus and measurement of the laa was performed. After transseptal puncture (tsp), the amplatz super stiff was placed in the pulmonary vein under angiography and tee. This was followed by a heparin injection of 10.000. The truseal was sheath and the associated dilator were flushed and then exchanged with the transseptal sheath. The amplatz super stiff was exchanged for the pigtail (6f) and the pigtail was then navigated into the laa. Angiography was used for visualization and measurement of the laa in rao caud and cran. The closure device size was decided in consultation with the implanter. The wds was flushed according to boston scientific (bsc) guidelines and inserted into the truseal was sheath under water lock and checked again for air by using angiography. The flx ball was formed under retraction and positioned in the laa. It was a difficult anatomy (posterior chicken wing with little depth) and had to be repeatedly recaptured and repositioned, 7 times in total. Finally, a pericardial effusion occurred. The physician suspected an injury to the laa and aborted the procedure. The pericardiocentesis set was used to treat the effusion removing approximately three (3) liters of blood. The patient received a blood transfusion. The active clotting time (act) result was >800, so protamine was injected. A transfer to another clinic (kassel) was organized, and the patient was stabilized and transferred. In the clinic it was confirmed that the laa was perforated and the laa was repaired and surgically closed. There were no further patient complications reported. The patient has been discharged home.